Event description:
Following service and repair for a tape deck problem, a laerdal service technician found the unit stopped delivering energy to the energy meter during the final test. The unit charged and appeared to deliver a shock, but no energy was measured on the energy meter.